Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-00851. This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6. The following sections were corrected: b2. G2. The most likely underlying cause for the revision reported is prosthesis wear and acetabular loosening and a combination of risk factors specified such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed from the reported information and the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."

Event description:
As reported, the patient had an initial right tha on (B)(6) 2020. The patient had a revision of the cup and gxl liner to competitor devices on (B)(6) 2024; due to a worn gxl liner/loosening. The stem was retained and a new head ball was implanted. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
Pending investigation. D10: (B)(6), 170-36-07 - biolox delta femoral head 36mm od, +7mm. (B)(6), 180-65-20 - alteon 6.5mm screw, 20mm. (B)(6), 180-65-20 - alteon 6.5mm screw, 20mm. (B)(6), 190-30-08 - alt ha s clr std sz 8.